Event description:
It was reported by service report that the fowler came up to full position by itself. There was pt involvement; however, the customer reported that they did not know if there adverse consequences to report.

Manufacturer narrative:
Phantom motion.